Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system exhibited loss of capture on this right ventricular (rv) lead and the left ventricular (lv), and high capture right ventricular (rv) lead thresholds due to an unknown reason. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).